Event description:
It was reported that the nurse noted a ¿fluctuation in drip rate¿. Per report, the infusion was levophed (8mg/250ml) that was programmed to run at 11mcg/min (20.6ml/hr.). This was reported to bd clinical practice consultant during their site visit. Bd cpc while onsite observed the device (tubing was left in the device and door was not opened¿ and ¿did not identify any unusually fast rate.¿ there was patient involvement but no patient harm. During the bd cpc site visit and while observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late july, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse noted a ¿fluctuation in drip rate¿. Per report, the infusion was levophed (8mg/250ml) that was programmed to run at 11mcg/min (20.6ml/hr.). This was reported to bd clinical practice consultant during their site visit. Bd cpc while onsite observed the device (tubing was left in the device and door was not opened¿ and ¿did not identify any unusually fast rate.¿ there was patient involvement but no patient harm. During the bd cpc site visit and while observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late july, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# 16556438 is a concomitant and this file has captured the correct suspect device with serial number# 16564328 as per investigation report. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device serial #, unique device identifier (UDI)#, device manufacture date. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of fluctuation in drip rate of norepinephrine (levophed) was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the customer provided an event date and time of 23 august 2024, time was not reported. ¿ on 21 august 2024 at 3:44:59 pm, the pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned channel a. The profile in use was identified as ¿adult ICU¿. ¿ at 11:43:38 pm, the user selected guardrails drugs and programmed a primary infusion of ¿norepinephrine¿ (levophed) for a drugid=291 with a dose of 2mcg/min (equivalent to a rate of 3.75ml/h) and a volume to be infused (vtbi) of 200ml. The infusion was started. During the infusion there were observed fourteen (14) dose modifications. ¿ on (B)(6) 2024 at 3:52:32 pm, the infusion completed, pump was infusing at kvo rate, and the user selected a new vtbi of 25ml. At 04:54:29 pm, the infusion completed, pump was infusing at kvo rate, and the user selected a vtbi of 230ml. During the infusion, there were observed twenty-four (24) dose modifications. ¿ on (B)(6) 2024 at 5:30:27 am, the infusion completed, pump was infusing at kvo rate, and the user selected a new vtbi of 25ml.at 06:40:40 am, the user modified the vtbi to 200ml. During the infusion, there were observed eleven (11) dose modifications. ¿ at 9:24:41 am, the user paused the infusion and powered off the pcu. At 9:27:50 am, the user powered on the pcu and restored the previous infusion setup. The pump was infusing. ¿ from 9:27:50 am through 9:33:21 am, the pump module alarmed ¿check IV set¿ one (1) time, and two (2) times ¿flo stop open¿ and ¿door closed¿ each. The user powered off the pcu. ¿ the total primary volume infused from the time the infusion was programmed from (B)(6) 2024 at 11:43:38 pm to (B)(6) 2024 at 11:07:52 am was calculated to be 544.427ml. No further infusions were noted on this day. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported fluctuation in drip rate was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.